Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 526 mg/dl and it was addressed with correction boluses. At the time of the report, the customer's bg level was 397 mg/dl. During troubleshooting with tandem's technical support, the customer smelled insulin near the luer lock; however, it was not confirmed if the luer lock was leaking.